Event description:
It was reported that the patient presented in hospital after receiving shocks. The device showed several episodes with noise on lead. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the lead found the sensing coil fractured distal to the connector ring crimp sleeve as a result of fatigue.